Event description:
It was reported that the patient went to their doctor and was diagnosed with a skin infection. The patient's blood glucose (bg) values reached 450 mg/dl. For treatment, the patient was told to use a already prescribed antibiotic cream called mupirocin, to treat the site. The patient left after 30 minutes. The pod was worn between 24 and 36 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4) each lot  is confirmed to meet requirements for non-pyrogenicity (B)(4) and sterility per (B)(4) prior to release.

Manufacturer narrative:
Inspection of the device found no damages or defects that would contribute to infection or pain during insertion. No timeouts or drive stalls were seen in the download data. The cause of the reported events could not be conclusively determined.